Event description:
Additional information received - the reporter stated the event was due to a technician/loading error. There was no product malfunction.

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens. During advancement, the lens "crunched" split, the lens was inserted into the eye and then removed without pt injury. Backup lens was implanted. Lens was discarded by the facility. No lot numbers were provided.

Manufacturer narrative:
(B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: the product pertaining to this claim was discarded by the facility. Based on the complaint history and work order search, a specific root cause of the event could not be determined. #(B)(4).